Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and also implanted through the iliac vein due to a mega cava, which measured 34 mm in diameter. At some time post filter deployment, it was alleged that the filter tilted with apex into wall of iliac vein. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, the patient presented with abdominal pain in left lower quadrant around inferior vena cava filter. Two upright views of the abdomen showed bilateral venous type filters were noted in the region of the iliacs. Within the pelvis there were filters within the bilateral common iliac veins, the left filter was somewhat collapsed by the adjacent expansion of the psoas. A computerized tomography stated that there were filters in the region of the bilateral common iliac veins and extend to the proximal external iliac veins. Several of the strut's of the filters extend peripherally and may lie outside the walls of the vessel. After one month, multiple maneuvers including multiple snares, guide wires, and catheters were used to attempt to snare the left iliac vein filter unsuccessfully. After multiple attempts, it was deemed unsafe to proceed with further attempts at removal of the filter due to risk of perforation. After two months, left common iliac vein inferior vena cava filter retrieval procedure was performed via right internal jugular vein access. Initial venography of the left common iliac vein demonstrated the filter to be tilted towards the lateral wall and embedded. The micropuncture sheath was exchanged for a 6 french vascular sheath and a 5 french davis catheter was advanced into the left common iliac vein over a 3 j-wire. Dsa images were obtained. Using a tip deflecting wire and the davis and then a cl catheter the left common iliac vein filter was engaged, and the hook was freed from the wall. Right neck venotomy was, serially in the 6 french, sheath was exchanged for a 10 french introducer sheath. A cook gunther tulip snare device was then advanced to the distal inferior vena cava and multiple attempts were made to capture the left common iliac vein filter, without success. The tip deflecting wire and the cl catheter were again used to separate the filter hook from the wall. Multiple attempts were again made to retrieve the filter from the right neck approach, without success. The right common femoral vein was then accessed and a 10 french by 40 cm sheath was advanced to the inferior vena cava confluence and the left common iliac vein filter was retrieved using a 10 mm gooseneck snare. The filter was retrieved in its entirety. Therefore, the investigation is confirmed for alleged filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2013), g4 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and also implanted through the iliac vein due to a mega cava, which measured 34 mm in diameter. At some time post filter deployment, it was alleged that the filter tilted with apex into wall of iliac vein. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.